Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient had hydrelle injected into her oral commissures and upper lip. Five weeks later she developed an abscess in her cheek, which was drained by an oral surgeon and treated with keflax, valtrex and then penicillin. Updated (B)(6) 2010: the patient's condition has been resolved.